Event description:
The caller reported experiencing occlusion alarms, which led to a visit to the emergency room, followed by hospitalization. The highest recorded blood glucose level during the incident was over 400 mg/dl. The customer experienced moderate ketones, which were considered dangerous by healthcare professionals, but no permanent damage was identified, and intravenous treatment of saline and insulin resolved the issue. The customer was released the next day, (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.